Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. No complaint was stated against this product. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00002, 00003.

Event description:
Allegedly revised due to broken femoral head.